Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the surgeon, the patient experienced persistent skin overgrowth at the abutment site resulting in the decision to change the abutment. Subsequently, on (B)(6) 2018 the abutment was changed under a general anaesthetic and a steroid injection was administered.